Event description:
It was reported that a patient had an increased intra-peritoneal volume event while performing peritoneal dialysis (pd) therapy on a homechoice device. The patient felt overfilled with a tight abdomen. A manual drain removed 4400 ml of fluid from the abdomen; the prescribed fill volume was 2300 ml. The patient drain volume exceeds 160% of the maximum prescribed cycle fill volume while performing the therapy. The patient was able to continue the pd therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no issues that could have caused or contributed to the reported issue. A short simulated therapy was successfully performed. Internal and external inspection was performed and no issues were noted. Pneumatic system testing was performed, and the device passed. Upon conclusion of the investigation, the cause of the iipv event was not determined. Should additional relevant additional information become available, a supplemental report will be submitted.